Event description:
While the device was in use on a pt, the device powered off and stopped ventilating. The pt was transferred to another device. An atypical burning smell was reported. No pt injury. The initial reporter was unaware of any power fail alarm at the time of the occurrence and did not check the device. At the time of the reported occurrence, the facility was seeing drops in power and then surges as it came back on; however, the back up generators at the facility were not activated.